Event description:
A report was received that a critically ill pt was on a ventilator with a chest tube in the ICU. At the time of incident, the hch filter was full of water and secretions and a piece appeared to be loose inside the filter. The pt allegedly had low levels of oxygen on that date. The therapist mentioned that hosp policy is to change the filter every 24 hours or before if it is noticed that it is full of secretions. The therapist did ot know when the filter was last changed prior to the incident. The report alleges that the pt died a week later. Icor ab has not been able to examine the actual product, as it is not available from the hosp. It seems to have been discarded icor ab has been unable to ascertain the exact date of incident. The investigation is continuing, although it appears to be device maintenance and user error contributed to the event. Also, the label states not to use pts with thick, tenacious secretions that this pt may have been producing, and to change when required or every 24 hours.